Manufacturer narrative:
(B)(4)

Event description:
It was reported that a slight sign of externalized conductors were observed. Physician elected to cap and replaced the lead during the device change-out. Patient was fine post-procedure.